Event description:
It was reported that an ilet pump exhibited an intermittently unresponsive wake/sleep button and touchscreen, with multiple attempts sometimes required to wake the device, and an initial mobile app update attempt that failed before a successful retry; blood glucose remained unaffected. Symptoms included device unresponsiveness without physiological effects. Outcomes included a device replacement and continued use of the patient¿s cgm and phone/receiver during the transition. Investigation included remote troubleshooting, software update attempts, cleaning and user technique checks, verification of shipping information, and arrangements for device exchange. Investigation of this case revealed a persistent user interface malfunction localized to the device¿s physical wake button and touchscreen that did not resolve with software update or cleaning.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.